Event description:
The manufacturer received information alleging a ventilator motherboard malfunction occurred. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, it was confirmed that the device's motherboard was faulty. It is suggested to have an onsite central processing unit check. The customer is requesting to be contacted regarding the evaluation. It is noted that 'the case is being transferred to sales handling and is considered invalid' for remote service. Without any further steps if the quotation is not accepted by the customer, the case will be closed without final solution after customer refuses our service. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.